Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all patients and orders were not crossing over to multiple stations. The technical support specialist (tss) dialed into the server and ran the downtime and critical override (co) reason queries. Tss then dialed into the ICU device and contacted the team lead (tl) confirmed an interface issue. Tss remoted into the carefusion coordination engine (cce) and verified that the cce services were running on both solutions with no large message queues. Active directory (adt) athena showed no incoming host messages since 9:10 a.m. The customer later resolved a vpn issue that had been preventing host communication with the cce. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over and an error message appeared indicating that the patient data was not current. Additionally, when the user checked the my patient field, they were unable to see any patients on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.